Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a keypad anomaly. The customer reported no adverse event. The event involved product mmt-1812. Troubleshooting was performed and found that the pump has not been exposed to altitude change but the time does advance when display was observed. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1812 was requested and customer response was the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Unable to perform self test due to intermittent button response. All buttons were tested while navigating the menus, and intermittent button response was noted during testing. Proceed by cutting the unit open and performing a visual inspection of connectors and the electronic stack. No moisture damage noted to keypad assembly or the keypad traces, and j1 connector on pcb1 was locked properly during visual inspection. However, under microscope inspection, u1 on keypad assembly broken solder joint on pins #6 was noted, causing the intermittent button response. The following cosmetic damages were noted: scratched case and pillowing keypad overlay. In conclusion, customer allegation was confirmed. Intermittent button response was noted due to a broken trace on u1 keypad assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.